Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to fluid loss. All components were explanted and replaced. No information about the patient outcome is available at the moment.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to fluid loss. All components were explanted and replaced. No information about the patient outcome is available at the moment. Additional information was received. Device was old. There was a lack of fluid in the system. Patient was unable to inflate the device. No adverse patient effects.